Event description:
This rv lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2018. A call was placed to technical services on 09/06/2018 stating that this lead had threshold of 2.4 at 1.0. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).